Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No unexpected no delivery alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, cracked reservoir tube, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had no delivery alarm during trying to bolus. The blood glucose was 165 mg/dl at the incident. The current blood glucose was 220 mg/dl. Has done troubleshooting on this two times already and still getting no delivery alarms. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of pump and revert to back up plan. The insulin pump will be returned for analysis.